Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced chronic lower abdominal pain. Bulge in lower abdomen and eventration of mesh and had an excision surgery on (B)(6) 2015 to remove the mesh, with dr curtis harrison. During the surgery it was noted that the mesh had form knots at the abdominal wall and there were dense adhesions to the small bowel. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.